Event description:
A patient reported an issue with the pump's battery, indicating that the pump needed to be positioned a certain way to recognize a charge. There was no adverse impact to the patient's blood glucose level. The customer declined further troubleshooting, and no additional information was provided regarding any follow-up actions or outcomes.